Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon reprogramming the pacemaker, the device reverted to backup vvi mode. However, the device was interrogated and was found not be in backup mode and had showed a false backup vvi. The patient was stable before, during, and after the clinic visit.